Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the transfer set tubing which resulted in leak. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use six months and approximately one week. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted a hole in the tubing. Functional testing including clear passage testing was performed with no issues noted. Leak testing failed due to a hole in the tubing. The reported issue was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.